Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation and "concern with the product." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported a left side deflation and ¿exchange from textured breast implants due to the patient¿s concern with the product". Device was implanted after device expiration date. Device remains implanted.